Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The reported issue was verified through a review of the device logs. The root cause of the reported issue was due to an intermittent failing reed switch, sw5.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.

Manufacturer narrative:
The customer will be provided with a replacement device. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the lid being opened or closed. In this state, a delay in defibrillation may occur, as the user has to push the power button underneath the lid to turn the device on. There was no patient use associated with the reported event.